Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made and the customer reported that he went to lay down to hear a game and later discovered that the insulin pump alarmed low. The customer slept through and did not hear the alarm or the vibration. His son found him and gave orange juice while the paramedics arrived. They gave glucagon and took him to the hospital. The blood glucose reading at time of admission was 40mg/dl. The customer stated eating pasta, but he did not remember exactly the amount of units he took. The customer saw his endocrinologist and he adjusted the low limit from 80 to 90 to give more time to react to going low. No further information was provided.